Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. When setting up to run an infusion -cassette not properly attached- message appeared. Event history log was reviewed and the error was found multiple times. The dso (downstream occlusion) sensor was inoperable. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not recognizing the cassette during testing. There was no patient involvement.